Event description:
Complainant alleged that while attempting to monitor pt the device failed to power on. The medic removed and reinstalled the battery and the device powered on; however, the nibp module was not responding. The medic then turned the device off and then the device powered on successfully. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Complainant indicated that subsequent testing of the device was unable to duplicate the malfunction.